Event description:
Additional information received indicated that the patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert due to low pacing lead impedance. The lead was capped and replaced on (B)(6) 2016. No further information is available.